Event description:
It was reported that during a revision of the tibia base plate, according to the surgeon, the surgery went well until he wanted to click the insert into the tibia base plate. The surgeon alleged that it did not fit. Another 15 mm insert was opened, and according to the surgeon it did not fit. The surgeon tried the 12mm insert, and it fit very well onto the cemented tibia plateau. The surgeon checked the inserts again, and he established that the anterior lip was thicker then the 12 mm insert; according to him, this caused this event. The surgeon pushed the anterior lip to posterior with a chisel with a lot of power and the insert clicked onto the tibia plateau.

Manufacturer narrative:
Additional lot #: lae620. Additional other # g81d5. A supplemental will be submitted upon completion of the investigation.